Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag became disconnected. The alarm was resolved by ending therapy and cycling the power of the device. Proper procedures were reviewed with the care giver. The patient will complete therapy by starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.